Manufacturer narrative:
Company rep evaluated the unit and duplicated the reported problem. An issue was identified with the unit's u4 chip on the host communication board.

Event description:
Customer reported an issue with the v-series monitor, which may have affected spo2 monitoring. No pt injury was reported.